Event description:
It was reported that a catheter issue occurred. The stenosed target lesion is located in the superficial femoral artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, ivus catheter tip was wrapped around the wire and image lost occurred. The device was completely removed from the patients body. The procedure was completed with another of same device. No patient complications were reported.